Event description:
Patient revised on (B)(6) 2020 due to instability approximately 3 months after primary surgery. Surgeon explanted 40mm centered glenosphere with screw and 135/145 40/+3 standard humeral cup, and then implanted a new 40mm centered glenosphere with screw, 40/+9 stability humeral cup, and 135/145 reversed adapter for an extra +9mm of spacing.